Manufacturer narrative:
It was reported to intuvie that the device failed the 30psi occlusion test at 15psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial number history found no prior similar complaints. The failure mode was confirmed and the cause of this failure was the device being out of calibration. The device was calibrated to resolve this issue. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm) the z-800f infusion pump failed the 30 psi occlusion test at 18psi. There was no patient involvement.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The failure mode was confirmed, and the probable cause was determined to be component failure of the pressure sensor. The pressure sensor was replaced, which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint #(B)(4).